Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, clamp function testing and simulated use testing were performed with no issues noted. The problem was not confirmed and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and the initial investigation did not confirm the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated she did not see any reason for the alarm during troubleshooting. The technical service representative (tsr) advised the hp to end therapy and start over using all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.